Event description:
Reportable based on device analysis completed on 14 jan 2022. It was reported that difficulty loading a catheter onto the guidewire occurred. During preparation, while outside the patient, a 28 x 3.00 promus premier select was selected for treatment, but difficulty tacking on the guidewire occurred. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis and the following attributes were examined: stent: examination of the crimped stent via scope found distal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured using snap gauge and max crimped stent profile measurement was within specification. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Tip profile: examination of the tip via scope found distal tip damage. Shaft polymer extrusion: the shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. Inner shaft polymer extrusion damage was identified approximately 6.5cm proximal to the distal tip. There was evidence of device preparation as crystalized media was visible inside the inflation lumen. Device-device interaction test: the device could not be loaded on to a recommended 0.0140 inch test guidewire via the distal tip due to the distal tip damage. No other issues were identified during the product analysis.